Event description:
Per the clinic, the patient developed an open wound at the implant site, exposing the receiver/stimulator. The device was explanted (date not reported) and it is unknown if there are plans to reimplant the patient as of the date of this report.